Event description:
Additional information was received from the patient. They reported that they can't get the communicator light to turn solid. Patient said they have been trying for "5-6 days in a row". Reviewed connecting to handset, patient was able to connect communicator to handset and ins. Patient also mentioned they are still having problems with the therapy and they can't get it "set to the right place". Patient said they have made adjustments with hcp office np "(B)(6)" over the phone, and it will "get better" but then it "all comes back again within like a day" and patient said they are having "multiple" bowel movements and accidents. Patient said they have gone through various programs. Patient mentioned they would go to the bathroom "20-25 times a day" and it was "not livable". Patient also mentioned they weren't able to finish cleaning themselves before they had to go again. Patient said they were "living in the bathroom". Patient mentioned they were "amazed" by the trial results and had a "90-95% improvement rate" with the trial. But with the implant it has been "frustrating". Reviewed therapy information and general programming guidance. Patient increased stimulation on the call. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient (pt) stated they couldn't feel any "tingling" and their symptoms returned "this weekend". Patient stated they were concerned "the whole thing shut down" because their symptoms "came back so bad". Patient service specialist walked patient through making an adjustment to their stimulation. Patient will maintain stimulation level and will continue to track symptoms. Patient mentioned that they have been having to take a lot of lomotil "as often as can" due to their return of symptoms. Patient mentioned the trial worked "magnificently" for them, but with ins their symptoms are not improving and they have had "multiple accidents". Patient also mentioned that their patient guides were confusing. Patient mentioned they had colon cancer. Additional information was received on 2023-jun-07, pt stated they were able to use their device so far except yesterday and today when pt is trying to connect with their ins pt stated they are unable to. Reviewed general use of external devices/how to connect with pt's ins. Pt successfully connected with their ins on the call and reported before it "kept cutting it off and it wouldn't do anything". Pt clarified they weren't putting communicator on ins because they did not know it meant for pt to put their communicator on their ins. Pt stated they thought it told pt to put it on the handset. Pt reported ins was off when pt connected with their ins on the call. Pt stated they do not know how their ins got turned off. Pt stated they do not think they turned therapy off last time they used equipment that pt is aware of. Pt stated they will increase stimulation a little because they are still having some issues with having accidents as previously reported. Pt stated when they have increased stimulation in the past it takes a little bit of time to get use to it then the flutter goes away. Pt turned ins on during the call and confirmed feeling stimulation as a flutter. Pt will monitor symptoms and will increase stimulation again as needed.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.